Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently put the pump into storage mode while the customer was sleeping. Reportedly, the pump was plugged into a power source and the customer fell asleep on the pump. The customer's blood glucose (bg) level was 378 mg/dl. The customer successfully turned the pump on, reloaded the cartridge, resumed insulin delivery, and administered a bolus to address the bg level.